Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter continued to display message of apply sample after a sample had been applied to the test strip. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue had been ongoing since last 3 months and had occurred with multiple test strip lots. The patient manages her diabetes with insulin (self-adjuster). It is not known if the patient made any adjustments to her usual dose of insulin due to the meter issue. The patient reported that sometime after the issue began, on several occasions she developed symptoms of ¿thirsty, sick stomach and high sugar level¿. The patient informed the csr when symptomatic and unable to test her blood glucose due to the meter issue, she would skip her meals to ¿make sure her sugar levels didn¿t go out of control¿. It is not known what treatment, if any, the patient received in response to the symptoms she associated with a high blood glucose excursion. At the time of troubleshooting, the csr noted that the patient was using expired test strips. The patient did not have any new strips. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 8/1/2014 device evaluation the lay user/patients meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (08/01/2014), supplemental sent to correct alert date. Alert date should have stated (B)(4) 2014.